Event description:
Reportedly, the device failed the flow rate accuracy test during preventive maintenance service. There was no patient injury.

Manufacturer narrative:
The device failed the flow rate test, and the scale factor required adjustment.